Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change procedure due to normal eri, insulation damage was observed on the right ventricular lead. No other electric anomalies are present on the lead. Patient was asymptomatic. The physician elected to leave the lead implanted and use medical adhesive and a suture sleeve to repair it. The lead was connected to the new device. Patient was in stable condition after the procedure and will be followed normally.